Event description:
Clinical study. It was reported that 3 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a stent thrombosis. The index procedure treated 1 de novo target lesion located in the distal circumflex (cx). The lesion was not predilated. The physician successfully implanted a 2.5x16mm taxus express2 drug-eluting stent (des) at 11 atms. Post implant good timi 3 flow. He was discharged 1 day post-index procedure on aspirin and plavix. The patient had a stent thrombosis at the distal cx 3 days after the index procedure. The patient was on aspirin and plavix at the time of the event. The patient presented from home with abdominal pain and loss of consciousness. He was found to be hypotensive and bradycardic. He was resuscitated and intubated in the field and transferred to the hospital. The patient was transferred emergently to the cardiac catheterization lab. He was found to have three-vessel coronary artery disease which was seen a few days prior on his last catheterization, and elevated right heart filling pressures with a wedge pressure of 39, acute coronary syndrome with sub acute in-stent thrombosis of the left circumflex artery. He had a successful percutaneous transluminal angioplasty and stenting of the left cx artery with a 3x20mm taxus des. The patient's electrocardiographic changes resolved. Timi 3 flow was obtained as was 0% residual stenosis in the left cx. An intra-aortic balloon pump (iabp) was placed via the right common femoral artery for hemodynamic support. Of note, throughout the procedure, heparin and reopro were used for anticoagulation. The patient was then transferred to the ccu. In addition to the aforementioned, the diagnosis on transfer included: status post generalized tonic-clonic seizure; upper gastrointestinal bleed in the setting of full anticoagulation; and ethmoid and saphenous sinusitis. The iabp was discontinued after 24 hours. He was aggressively diuresed. His consecutive x-rays were not consistent with pulmonary edema. The patient continued on plavix and aspirin and high doses of lipitor. From a neurological standpoint, the patient had a witnessed tonic-clonic seizure that lasted 40 seconds with a marked postictal state. Head CT did not show any abnormalities. Neurology staff impression was that this was most likely secondary to metabolic or a drug induced possible secondary to fentanyl and wellbutrin; these drugs were discontinued. The patient remained intubated for the subsequent days until his mental status improved. He received 2 units of rbc's after one episode of 400cc of coffee-ground emesis. He did not have any other evidence of active bleeding, no hematemesis, and no bright red blood per rectum or melena. He was treated for sinusitis. The patient was transferred to the telemetry floor for follow-up care. Medications on transfer include: toprol, aldactone, aspirin, plavix, lipitor, prevacid, reglan, thiamine, and colace. The patient was discharged 7 days after the event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.